Manufacturer narrative:
Trackwise ID#: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that everything was going well, and they were near the end of the process of cutting branches when they suddenly noticed the vasoview hemopro 2 (vh-4000) c-ring had come unattached on one side from the arms that hold it. They had just finished doing a large, complex branch bundle. Nothing completely detached or fell into the tunnel. Case was completed without incident or further delay by opening a new hemopro kit. No harm or additional follow up to the patient required.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The lot # 3000422645 history record review was completed .there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a